Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 3. The patient's ultrafiltration reading was 1302mls indicating the home patient (hp) drained 1302mls more than their programmed fill volume of 2000mls. This information gives a total drain volume of 3302mls (2000mls + 1302mls), which meets iipv criteria. The home patient passed away. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv or the home patient's death. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be routed to the service area.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this increased intraperitoneal volume (iipv) incident. The device passed all testing pertaining to volumetric and temperature accuracy. Based on a review of all available device log data, the most probable cause of the iipv was determined to be: insufficient drain, one or more cycles advances to the next fill when slow/no flow occurred above the minimum drain volume threshold. Renal quality engineering, along with plant mfg and quality personnel, will continue to monitor this product line for trends and will take corrective/preventative action as appropriate. The device will be routed to the service area. CAPA is currently listed on the reportable malfunction list for the malfunction of over-delivery/iipv.